Event description:
Fast flow. Pump infused in 15 minutes instead of 30 minutes. Customer did not follow the dfu, using the pump prior to the 4 hour waiting period. No adverse event reported.

Manufacturer narrative:
No sample received for eval and investigation. Without the actual product, a complete analysis cannot be conducted. The directions for use (dfu) (1303045, rev. H) contains a statement: "warning: the easypump st must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the easypump st is used immediately after filling, a flow rate may increase by up to 50%." "Cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. A review of the lot history found no other complaints for the reported lot. If additional info pertinent to this complaint or the sample is received, the file will be reopened. Additional model #: st 100-1.